Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot#99604105. Size 4 accolade ii 127 deg; cat# 6721-0435; lot#99492101. Tridentii tritanium cluster48d; cat# 702-04-48d; lot#96015101a. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot#udha2. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot#ubwh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Event description:
Patient's right hip was revised. As reported: "patient revised due to possible infection. Right leg. No other information available due to hospital policy." A head and liner exchange was performed.